Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent hardware removal on (B)(6) 2019 due to a broken trochanteric femoral nailing system advanced (tfna) nail. The patient was originally implanted with the tfna on an unknown date to treat a hip fracture. Postoperatively, the patient came into the emergency room with hip pain. The tfna implants were removed and the patient was implanted with tfn implants. Procedure was completed successfully. There was no patient consequence. Concomitant devices: tfna helical blade (part: unknown, lot: unknown, quantity: 1), screw (part: unknown, lot: unknown, quantity: unknown). This report is for an 11 mm/ 125 degree titanium (ti) cannulated tfna nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5, b6, d11. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description. Concomitant devices reported: tfna fenestrated screw (part# 04.038.195s, lot# h814790, quantity# 1). Unknown screw (part# unknown, lot# unknown, quantity# unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The 11mm/125 deg ti cann tfna 380mm/left - sterile (p/n: 04.037.129, lot number: h597152) was received at us cq. Upon visual inspection, the device head is broken at the proximal slot. Additionally, the lock prong assembly was also deformed. This complaint is confirmed as the device is broken and the internal lock prong assembly is deformed. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot . Manufacturing location: monument. Manufacturing date: 29-mar-2018. Expiration date: 28-feb-2028. Part number: 04.037.129s, 11mm/125 deg ti cann tfna 380mm/left- sterile. Lot number: h597152 (sterile). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.2, lock prong, 125 degree tfna, bp55. Lot number: l691629. Part number: 04.037.912.4, wave spring, shim ended, bp55. Lot number: h474714. Part number: 04.037.912.3, tfna lock drive, bp58. Lot number: h539252. Part number: 21127, timoagri16.00, bp80. Lot number: h430136. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.